Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right circumflex (rcx) artery. Following pre- dilatation, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but there was a proximal left anterior descending artery stent, calcification and a curve and the device failed to cross the proximal rcx artery. A buddy wire technique was used but the device still failed to cross he lesion. Upon withdrawal of the synergy¿ stent, the stent slid off the catheter and the non-bsc guide wire broke. The undeployed stent remained in the aorta together with a piece of the non-bsc guide wire which was stuck in the coronary artery. The procedure was continued and completed with a bare metal stent with good results. Subsequently, a snaring device was inserted through an 8fr catheter in the femoral artery and the undeployed synergy¿ stent and guide wire were removed using a 3.0mm trapping balloon. Control view of the left circumflex artery showed no dissection in the left main, left anterior descending, and right circumflex arteries, and no leftover non-bsc guide wire remaining. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the stent found that the stent had detached from the sds and was returned attached on a snaring device. The stent was damaged the whole length with stent struts stretched and distorted. The sds was not returned for analysis therefore individual catheter profiles cannot be assessed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right circumflex (rcx) artery. Following pre- dilatation, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but there was a proximal left anterior descending artery stent, calcification and a curve and the device failed to cross the the proximal rcx artery. A buddy wire technique was used but the device still failed to cross he lesion. Upon withdrawal of the synergy¿ stent, the stent slid off the catheter and the non-bsc guide wire broke. The undeployed stent remained in the aorta together with a piece of the non-bsc guide wire which was stuck in the coronary artery. The procedure was continued and completed with a bare metal stent with good results. Subsequently, a snaring device was inserted through an 8fr catheter in the femoral artery and the undeployed synergy¿ stent and guide wire were removed using a 3.0mm trapping balloon. Control view of the left circumflex artery showed no dissection in the left main, left anterior descending, and right circumflex arteries, and no leftover non-bsc guide wire remaining. No patient complications were reported and the patient's status was stable.